Manufacturer narrative:
The device was not returned to olympus for evaluation and it is not expected to be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that an olympus representative went to observe the customer's reprocessing of the bronchofibervideoscope due to the issue of a damaged ebus 190 endoscope and multiple repairs. During observation, it was found that the incorrect brushing process was being used. There was no suction with the suction adapter, no balloon brush was used on the irrigation port, and no process set up for reprocessing leaking endoscope. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user handling that deviated from the instruction manual. Olympus has provided an in-service training, on the customer's site. The event can be prevented by following the instructions for use (IFU): evis eus ultrasound, bronchofibervideoscope, and olympus bf-uc190f. Olympus will continue to monitor field performance for this device.